Manufacturer narrative:
Blocks a2/a3b: the patient's dob or age at time of event and gender are unknown. This information was not available from the facility. Blocks b6: patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Block h3: the angiosculpt device was returned inserted through a 6f non-philips guide catheter. Visual inspection found a damaged scoring element that was pulled over the distal tip. The proximal scoring element rings detached from the intermediate bond but remained intact to the device. Additionally, the distal tip was bent, intermediate shaft was kinked, and the hub was missing (cut off by user). During functional testing, an attempt was made to retract the device through the guide catheter but was not possible due to the damaged scoring element profile. Therefore, the device was advanced in the proximal direction and was able to be removed. Further inspection found the transition tubing had separated but was contained within the distal shaft. Block h6: the complaint details indicate that the angiosculpt device got caught on an existing stent. Based on the device evaluation, it is likely that some degree of force was applied during removal, resulting in the damage observed. A review of the DHR and manufacturing process could not confirm a cause related to design and/or process failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
An angiosculpt device was used in a coronary isr procedure. During use, the balloon got stuck inside the existing stent. For removal, the hub was cut off, and then an additional guidewire and nc balloon were placed/inflated adjacent to where the balloon was stuck. The angiosculpt device was able to be removed and upon removal, it was noted that the scoring element was bent. Imaging confirmed that no device fragments were retained in the patient. The procedure was completed with no patient injury reported. This product problem and adverse event is being submitted due to device entrapment, requiring additional intervention.